Manufacturer narrative:
(B)(4). The sample is available and requested for evaluation. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed and the cause was not identified because evaluation of the returned disposable set did not duplicate the alarm and the user did not describe any types of use errors or other issues that might have caused the alarm.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during fill 4 of 4 on the home choice (hc). The home patient (hp) stated the hp got a system error and turned the machine off and on, then got system error 2367. The hp cycled power on the machine again and therapy was ended. The technical service representative (tsr) explained the hp got a se 2240, which meant a possible introduction of air in the lines. The tsr advised the hp would have to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. There was patient involvement. No patient injury or medical intervention was reported.